Manufacturer narrative:
Additional h6: f2203.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as surgical impact opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Additional observations: ¿ observed stress marks on the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.